Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.